Event description:
During a follow-up low sensing was observed. The physician will monitor the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.